Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. On an unreported date, the patient was hospitalized prior to death. Subsequently, the patient had entered hospice care and died the same day. It was not reported whether autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.